Event description:
Event description guidant received information that this atrial lead displayed high threshold measurements and impedance measurements greater than 2500 ohms. Loss of capture was also noted in bipolar configuration. Technical services was informed.